Event description:
It was reported that a stretch vl ureteral stent was successfully removed during a ureteral stent removal procedure in the ureter performed on (B)(6) 2022. On (B)(6) 2022, it was noted that a stent was placed in the right ureter to support the ureter and help remove the stones. The physician advised the patient to come back to the hospital for re-examination and extubation in january. On (B)(6) 2022, the patient had a re-examination and the physician found that the stent was calcified which made it difficult to remove. So, on (B)(6) 2022, at around 12:30, stent removal was performed, and the procedure was successfully completed with another stretch vl ureteral stent. It was noted that the patient was scheduled for check-up's, two months after the implantation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).